Manufacturer narrative:
Findings: pump received with belt clip slot near battery tube, minor scratched display window and loose/protruded drive support disk.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on battery compartment of their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.